Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set cracked. This occurred during infusion of vancomycin. It was stated that the nurse had tried to separate the two and the spike had broken off inside of the manifold. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample arrived in a good condition, primed successfully and met all product specifications. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.